Event description:
The customer reported being hospitalized due to high blood glucose of 456mg/dl. The customer stated that she manually injected with her insulin pen, and her blood glucose still did not drop. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. The high pressure test could not be performed as customer had only one infusion set and wanted the insulin pump set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.